Event description:
Consumer alleges that the car charger is not charging the unit and the charger allegedly gets warm. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tpo100b serial number/date code (B)(4) is approximately 1 month old. The user manual part number 1156872 rev c (jan-10) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a female, age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.